Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio 2.2, lab: 3.3, comments: tests were done side by side. Date: (B)(6) 2011, inratio: 3.8. Therapeutic range: (3-3.5).